Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple requests for return of device have been made but no device has been returned.

Event description:
It was reported that during a CABG procedure, the clips did not clip well. Hence, it is very dangerous for the patient as the malfunction of clips could result the patient to be opened up again. Procedure was completed with same like device. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: will the device be returned? Yes. Please clarify what is meant by the clips did not clip well. The clip managed to come out after the clipping. Was there an issue with the form of the clip? No. Did the clip close completely? No. Did the clip not hold the tissue was it was placed? It held for a while. After a check, the clip slipped out easily.